Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The reported patient effects of worsening mitral regurgitation (mr) and dypsnea, as listed in the mitraclip system instructions for use are known possible complications associated with mitraclip procedures. Based on the information reviewed, the reported partial clip movement is related to poor visualization during the procedure. The reported worsening mr appears to be due to the partial clip movement and the reported dyspnea appears to be a cascading effect of the worsening mr. Additionally, the reported poor image resolution is related to challenging patient anatomy. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing or labeling of the device.

Manufacturer narrative:
(B)(4). The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the clip movement and increased mitral regurgitation (mr). On (B)(6) 2018, the patient underwent a mitraclip procedure to treat degenerative grade 4 mr. One clip was implanted successfully reducing the mr grade to 1. Imaging of the clip was difficult clip due to the anatomy. The patient was stable post procedure. On (B)(6) 2018, during a clinic visit, the patient was experiencing shortness of breath. A transesophageal echocardiography (tee) revealed a partial (movement) clip detachment and an increase in mr grade to 3. No treatment was performed. No additional information was provided.